Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the right heart failure was first noted on an echocardiogram taken on (B)(6) 2024. It was said the right heart failure was not device related and that the patient denied any symptoms of right heart failure. The patient was also said to be in stable condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had moderately reduced right ventricular function. An echo was completed and revealed the left ventricle being severely reduced. The right ventricle was not well-visualized but appeared mildly dilated with moderate systolic dysfunction. Right ventricular systolic pressure was at 23 mmhg. The aortic valve was also not well-visualized but appeared to pen intermittently without significant stenosis or regurgitation. The event date is estimated.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported reduced right ventricular function cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of this document lists adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.